Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a new implant put in 2018 and right away, the implant started working its way out of the pocket site. The patient did not believe their doctor used "the sheet" that was used with their previous implant to prevent their body from rejecting it. The implant also drained a lot quicker than their previous implants, so they had a new device implanted in 2019. When asked if this was determined to have been normal battery depletion, the patient did not answer. No further action was taken.